Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) had noise on the electrograms resulting in shocks and numerous non-sustained episodes. Noise could be reproduced when the patient would bend over. Atrial and ventricular impedance measurements have increased along with atrial thresholds.